Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the helix became detached from the lead prior to implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the helix of the pacing lead became detached from the lead. The lead was attempted not used. No patient complications have been reported as a result of this event.